Event description:
It was reported when an asymptomatic patient presented remotely via merlin.net transmission, episodes of non-sustained rv oversensing due to post-sensed t-wave oversensing were noted on the device. Programming changes were made. The patient was stable.